Event description:
It was reported that when the pt was connected to the dialysis machine, it was discovered that the catheter was sucking air and leaking blood from the blue luer lock external connector port on the external lumen of the cannon catheter. This catheter was inserted in the pt's right subclavian vein three weeks prior to the occurrence in the operating room. The external hub was repaired in the dialysis dept with repair kit and dialysis took place as normal. A replacement hub was used on the existing cannon catheter which was still in situ and was repaired with a (B)(4). The original catheter is a spm product. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.